Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient had a scs (spinal cord stimulator) which was followed by an attachment of a permanent colostomy bag. No further information could be obtained.